Event description:
Subsequent to the initial MDR, additional information was received on 3/8/2024. Dexcom was made aware on 02/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation/swelling, and an abscess (hard purulent mass) at the needle puncture site. The skin around the area was warm to touch. On (B)(6) 2024, the patient applied a warm compress to the area and consulted a physician assistant (pa) at a "quick care" clinic due to the redness and swelling that had spread beyond the wearable perimeter. The pa diagnosed the patient with cellulitis and prescribed two prescription oral antibiotic medications (smz-tmp ds, one unspecified tablet every 12 hours; and cephalexin, one 500 mg tablet every 8 hours). At the time of the report, the patient¿s wife stated the ¿ball looks like it has come to a head¿ and they were heading to the emergency room (ER) to have it lanced. On (B)(6) 2024, after initially reporting the event to dexcom, the patient went to the ER and had an incision and drainage (I&d) to relieve the abscess. The patient was discharged home on the same day with a prescription oral antibiotic (doxycycline, two unspecified tablets daily). Per tech support 03/08/2024 follow documentation, the wound had already healed, and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) /2024. On 02/21/2024, the patient experienced a skin reaction with an infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation/swelling, and an abscess (hard purulent mass) at the needle puncture site. The skin around the area was warm to touch. On 02/23/2024, the patient applied a warm compress to the area and consulted a physician assistant (pa) at a ¿quick care¿ clinic due to the redness and swelling had spread beyond the wearable perimeter. The pa diagnosed the patient with cellulitis and prescribed two prescription oral antibiotic medications (smz-tmp ds, one unspecified tablet every 12 hours and cephalexin, one 500 mg tablet every 8 hours). At the time of the report, the patient¿s wife stated the ¿ball looks like it has come to a head¿ and they were heading to the emergency room to have it lanced. On 03/08/2024, dexcom's technical support followed up with the patient and confirmed the patient went to the ER and had an incision and drainage (I&d) to relieve the abscess. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.